Event description:
Same case as MFR report #: 2134265-2013-00864. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left upper arm. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous external iliac artery. A 035 non-bsc guide wire was advanced and crossed the lesion. The 3.0mm x 40mm wanda balloon catheter was advanced into the patient for dilatation. During the first inflation, the balloon ruptured at 6atms.the device was removed. The 4.0mm x 40mm wanda balloon catheter was then selected and advanced into the lesion. During the first inflation, the balloon ruptured at 6atms. The device was removed and the procedure was completed with a 4mm x 100mm mustang balloon catheter inflated at 10atms. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).